Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination. In addition, during the evaluation the system board, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing -fi02, tubing- system board, tubing- blower chassis, tubing -low flow 02, cooling fans, cooling fan retainers, and muffler assembly were all replaced due to contamination.